Event description:
It was reported that the customer has been having several problems with the insulin pump, and it needs to be replaced. It was stated that the customer was hospitalized recently due to hyperglycemia, with blood glucose levels greater than 500 mg/dl. The caller did not wish to troubleshoot, but she did request a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.